Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during basal delivery and during the load process. Reportedly, the customer¿s blood glucose (bg) level was "high" and was addressed via a manual injection. Reportedly, customer reverted to an alternate pump for insulin therapy.